Event description:
A quad lumen vantex catheter was inserted via subclavian and realized that the artery was punctured instead of the vein. A chest x-ray was taken and verified a pneumothorax. Pt taken to ICU in respiratory distress and intubated. Hematoma noted in right upper chest. Pt. Explored subcutaneously in o.r and transferred to ICU. CT angiography performed. Leak observed in innominate artery. Stent later inserted in radiology to seal off wall. Pt stabilized.